Event description:
Per 522/cec : (B)(6) 2022 - desara blue implanted, cystoscopy confirmed normal/no surgical injury. Subject discharged (B)(6) 2022 without issue. Bacterial vaginosis reported wih an onset date of aug 2, 2023. Event was considered ongoing, though noted to be recovering/resolving. Event is being treatdwith flagyl 500md bid. Patient follow-up confirmed the ae is not attributed to mesh erosion.